Event description:
It was reported that a patient, who had a left tha, underwent a revision procedure. The patient presented with complaints of pain. Poly wear was indicated. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. An x-ray was provided. The explanted devices are not available for return due to the hospital chain of command. Device images were provided. No further information.